Manufacturer narrative:
(B)(4). Batch # m52987. The packaging of a tx30v device was received for analysis; the packaging was returned open. Upon visual inspection, it was noted that the tyvek was found open and it was observed that the blister from the packaging was damaged; the blister was found to be bent at one of the sides of the package. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, after opening the box inside container had been ripped open and was therefore contaminated and unusable. Another like device was used to complete the procedure. There were no adverse consequences for the patient.